Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the angio-seal device locator was attempted to be inserted into the sheath, the tip of sheath was found to be crushed. The device was not used and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There was no health damage to the patient. There was no blood loss. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 8fr angio-seal evolution sheath and locator was returned for evaluation. Visual inspection revealed that there were no damage or deformations. The tip of the sheath contained no anomalies and it is likely that the manufacturing feature termed as the monofold (which enables correct release of the anchor within the vessel) was mistaken by the user to be a deformation. For functional testing, the locator was attempted to be mated with the sheath. It was able to be connected without any issues. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, the returned device was the normal product. It is likely that the monofold feature was mistook as a deformity. However, the exact cause of the reported event cannot be definitively determined based on the available information.